Manufacturer narrative:
Correction: section e3 initial reporter occupation.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer auxiliary 3.1 random cubies were not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient, since the user had to get medications from the pharmacy or from the nearby station. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer auxiliary 3.1 random cubies were not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient, since the user had to get medications from the pharmacy or from the nearby station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer auxiliary 3.1 random cubies were not detected on the communication bus. A technical support specialist (tss) remotely accessed the station and confirmed that no hardware failures were present. The customer reported that the six cubies previously flagged under the failed storage space tab were no longer listed. They noted recurring "not detected on bus" errors, which typically resolve after a single reboot, though multiple reboots are sometimes required. In this case, the issue was resolved following a reboot, and the system resumed normal functionality.